Event description:
It was reported that farawave catheter was selected for atrial fibrillation. It has been mentioned that wire continued to be diffuse to advance and retract from the catheter. No patient complications occurred. No patient complications occurred. The procedure was completed using original device. The product is expected to return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.